Event description:
The event involved a chemolock port where a nurse observed leakage after administering methotrexate to the patient drawing a concern that the patient did not receive the full dose. The event occurred in the morning. There were no issues noted during initial priming/set-up of the reported chemolock. The set up was a syringe prepared and dispensed using chemolock with red cap. The nurse attached the chemolock port to the chemolock immediately prior to administration. There was patient involvement but no adverse event, and no delay in therapy.

Manufacturer narrative:
Received one new list #cl2100, chemolock¿ port; lot #5568724 and visually inspected. As received, no damage or anomalies were identified. No mating devices were returned. The port was leak tested according to product performance specifications. No leakage was observed. The reported complaint could not be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.